Event description:
It was reported that the patient underwent bilateral arthroereisis on (B)(6) 2013. It was described as un-complicated and nothing unusual. A 10mm implant was used on each side. Post-op imaging looked good, both in the operating room and after 6 weeks. However 8 months after surgery, persistent pain from the very beginning at the sinus varsi led to the removal of the implants. The left implant was removed first. This was mainly intact with one small piece broken off the front of the bullet shape. There was a rush of inflammatory fluid. On the right side, there was a similar rush of fluid but the implant there was in about 5 pieces. The surgeon cleaned out the area very well, flushing it multiple times. The surgeon put the pieces together on the back table and it was clear that he had all the pieces. Post-op, patient felt better, but not back to baseline.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.